Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that the bottom of the insulin pump fell off. The customer was not around to describe the problem in further detail. It was stated the customer would call back to explain however no contact was made. No further details were provided.